Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed under sensing on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. There were no patient consequences.